Event description:
The customer contact reported that during routine preventative maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional infromation was provided.